Event description:
The hosp reported a pt experienced light anesthesia during a case. Subsequently, the clinician switched the pt to a sevoflurane vaporizer and the case was completed. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.